Event description:
It was reported that during a stenting treatment procedure, difficulty removing a filter wireez occurred. The procedure treated the 90% stenosed target lesion located in the severely tortuous internal carotid artery. A filter wireez was placed and a carotid wallstent was implanted. While retrieving the filter wireez, the filter got stuck with the distal edge of the previously implanted stent making it difficult to retrieve the filter into the retrieval sheath. Using force, the physician was able to retrieve the filter into the retrieval sheath. After removal, it was noted that the filter had been torn. No portion of the filter was left behind in the patient and the implanted stent was not damaged. No patient complications were reported and the patient status is good.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).